Event description:
Additional information identified that reportedly patient did not have any issues.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the scs trial procedure, the patient aspirated. The issue occurred when the patient was on the procedure table but prior to the physician accessing the epidural space or prior to the lead implanted. As a result, the procedure was abandoned. The patient was reportedly discharged.